Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test confirming a complete break in the wire. The components adjacent to the broken wire showed damage. Additional observation related to the complaint included: the instrument was found to have charring and localized melting of both bipolar yaw pulleys in the space between the grips. The instrument was also found to have a broken bipolar yaw pulley near the grip cable routing. A broken piece was missing as a result of the breakage. The size of the missing piece measures approximately 2.08 mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. .

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a broken wire. There was no report of patient involvement.